Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. The field service engineer (fse) confirmed the reported issue and replaced the light emitting diode (led) circuit panel.

Event description:
The customer reported that the display keypad was not working. The device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
G4: 25sep2019. B4: 26sep2019. The light emitting diode (led) circuit panel was received for evaluation. Visual inspection of the led circuit panel revealed evidence of contamination due to liquid ingress. The led circuit panel was installed into a test ventilator in an attempt to duplicate the reported issue. The reported issue was duplicated. Further investigation concluded that the customer returned led circuit panel failed the extended self test (est) due to the contamination from liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.